Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experiences ineffective stimulation. Reprogramming indicated auto-reducing was occurring and was unable to provide effective coverage. The pt stated she has suffered numerous falls, but does not remember when or how many occurred. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.